Event description:
A report was received from a user facility in france stating: "sleeve too soft, difficult to enter by a 2.0 incision. No pt impact. No product returned."

Manufacturer narrative:
The product is not available for eval. Sterilization and lot history records were reviewed and no exceptions were found. This report is related to the event reported on MDR 1920664-2014-00028 and 00029.